Event description:
It was reported the catheter was inserted into a (B)(6) female patient for complications from a hernia repair. The line was placed on (B)(6) 2014 in the operating room. A chest x-ray was performed to confirm catheter placement. The line was reported to be leaking upon patient arrival to the floor. It saturated three dressings and was eventually capped off. The infusion was restarted the next day with a fresh dressing and no leaking was noted. The catheter was removed three days later and no complications were noted from the restart to the removal. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Sample will not be returned.